Event description:
As reported, when shuttling the 6/7f mynx grip vascular closure device (vcd) down and then pulling the sheath back up, the mynx was found to be ¿stuck¿ on the device, and none had shuttled down to the arteriotomy. The user claimed to have felt some resistance when shuttling down. Manual pressure was held after mynx failure. There were no reports of patient injury. The user did not stick the distal end of the device in saline during prep. The mynx device was stored and prepped in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure by a trained deployer. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and little to no presence of pvd or calcium in the vicinity of the puncture site. There was no resistance or friction experienced as the mynx vcd was advanced through the sheath, and the sheath was not kinked or bent. The patient¿s bmi was not greater than 40 kg/m². The sealant was stuck to the device components, but the device storage temperature did not exceed 25°c. The device was not saved; therefore, the device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when shuttling the 6f/7f mynxgrip vascular closure device (vcd) down and then pulling the sheath back up, the mynx was found to be ¿stuck¿ on the device, and none had shuttled down to the arteriotomy. The user claimed to have felt some resistance when shuttling down. Manual pressure was held after the mynx failure. There were no reports of patient injury. The user did not stick the distal end of the device in saline during prep. The mynx device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in an interventional procedure by a trained deployer. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and little to no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was no resistance or friction experienced as the mynx vcd was advanced through the sheath, and the sheath was not kinked or bent. The patient¿s body mass index (bmi) was not greater than 40 kg/m². The sealant was stuck to the device components, but the device storage temperature did not exceed 25°c. The device was not saved; therefore, the device will not be returned for evaluation. The reported event of ¿shuttle-shuttle advancement issue¿¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely since it was reported that the sealant was stuck to device components. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.